Event description:
It was reported that the purewick female external catheters had material issues with wicks that they were too thin and the strong suction causes the wick to suck all the way up to the tubing and cut off the airflow.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was unconfirmed due to the reported event being unable to be reproduced. No root cause could be found because the reported event was unconfirmed. No visual defects were noted on the returned wicks. The wicks were inspected and found to be assembled correctly. The gauze did not seem thinner than normal. A suction test was done by assembling the returned wicks to the in-house accessories and in-house device (pw200, sn# (B)(6)). All samples were found to suction 500 ccs of water in 20 seconds. Suction was not higher than normally expected. A DHR could not be performed since no lot number was provided. A labeling review is not required. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick female external catheters had material issues with wicks that they were too thin, and the strong suction causes the wick to suck all the way up to the tubing and cut off the airflow.